Event description:
Revision surgery - due to the patient having an infection and the surgeon deciding to do a revision surgery. The original surgery was prior to djo acquiring elbows from biomet.

Manufacturer narrative:
The reason for this revision surgery was an infection. The original surgery was prior to djo acquiring elbows from biomet. The date of the original surgery is unknown. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. This investigation is limited in scope as limited information was provided to djo surgical - (B)(4) for review. The part and/or lot number of the device involved in this event was not provided. The only part number(s) provided is that of the device(s) implanted during the revision surgery. To adequately investigate this event, the part and/or lot number are necessary. Attempts to zimmer-biomet were made to obtain records of the original surgery, as of 11 oct 2017 no records have been forwarded. Should zimmer-biomet provide additional information concerning this complaint, a complaint amendment will be initiated the root cause of this complaint was a revision surgery due to an infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. With the limited information provided about the patient and the device(s) removed during the revision surgery, it is impossible to determine the source of the infection. Containment based on the information submitted with this complaint it is not possible as the agent was unable to supply the lot or part number(s).